Event description:
During an unknown procedure, there was a scratch on the staple housing after firing, and the ring was not complete. The procedure was completed by hand-suturing. There was no adverse consequence to the pt.